Event description:
As reported by the sales rep, the hypotube shaft of two different cypher rx units snapped/broke during advancement. This happened with both devices during the same procedure. The catheters were both advanced via a radial approach, and it was reported that the pt's arm was not supported properly, prompting the catheters to bend upon being advanced. It appears the bending and subsequent straightening of the catheters caused the hypotubes to break. The actual target vessel was not reported, but was described as calcified. Another cypher rx was used successfully after properly supporting the pt's arm. There was no report of pt injury. As per the sales rep, no additional info is available. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This is one of two products used during the same procedural setting. Please reference MFR. Report #s 3003742446-2009-00018.